Event description:
It has been reported that an nrg transseptal needle was selected for use. During procedure, the physician mentioned that the needle was unable to deliver rf. The connector cable and the non-boston scientific grounding pad were replaced, yet no change was observed. The needle was then replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return. It was further reported that an unknown generator alert/error code was observed at the time. The generator was in ready mode and the rf tone was heard when energization was attempted. Tenting of the septum was confirmed prior to rf delivery. No other issue was noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the rf needle was visually inspected, and the device passed flushing test and the lumen was not blocked (pre and post decontamination). Then, the device passed the design specifications for the active tip length measurement, and the continuity test. Additionally, the returned rf needle also passed the eeprom read testing, suggesting that the needle had been connected to and authenticated by a generator during the procedure successfully. Next, the returned needle passed the puncture test performed on a bench-top model. Finally, the device failed the design specification for the curve overlay inspection, which could be due to returned needle packaged. Thus, this supplemental report is being submitted for the analysis result (bsc awareness date: 09-apr-2024).

Manufacturer narrative:
The device has been received for analysis and not yet evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use. During procedure, the physician mentioned that the needle was unable to deliver rf. The connector cable and the non-boston scientific grounding pad were replaced, yet no change was observed. The needle was then replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return. It was further reported that an unknown generator alert/error code was observed at the time. The generator was in ready mode and the rf tone was heard when energization was attempted. Tenting of the septum was confirmed prior to rf delivery. No other issue was noted.